Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while the pump was charging. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was approximately 249 mg/dl. Reportedly, the customer had manual injections available for insulin therapy.